Event description:
The initial reporter alleged a discrepant non-reactive result for a patient sample tested with the hiv combi pt elecsys cobas e 100 assay on the cobas 8000 - cobas e 602 module. The initial test conducted on (B)(6) 2022 using the hiv combi pt assay yielded a result of 0.473 coi, which was interpreted as non-reactive. Additional testing performed using a competitor's assay reported a reactive result of 13.54 (no units provided). Testing with a colloidal gold method also reported a positive result. The sample was subsequently taken to the reference lab for confirmatory testing, and the feedback received was 'to be diagnosed,' with no further details provided. The results from the hiv combi pt assay were consistent across multiple specimens from the same patient, all yielding non-reactive results. The patient underwent hiv testing as part of a preoperative examination for thyroid tumor removal surgery. Blood was not released pending further confirmation.

Manufacturer narrative:
The reported event occurred on a cobas e 602 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. The investigation was limited due to the unavailability of patient sample material and additional information required to complete the evaluation. A sample-specific discrepancy is likely, but a definitive root cause could not be determined based on the available data. It is recommended that all reactive hiv results be confirmed using appropriate confirmatory testing methods, such as pcr rna or western blot.